Event description:
It was reported that the patient with this pacemaker system underwent a routine device replacement procedure due to normal battery depletion (nbd). During the procedure, this right ventricular (rv) lead was observed to exhibit high out of range pacing impedances when connected to the new device. The rv lead was tested and found to be pacing unipolar and also exhibited high pacing thresholds. The physician decided to resolve the issue by capping and surgically abandoned this rv lead. The lead was successfully replaced with a new lead. No additional adverse patient effects were reported.